Event description:
A malfunction alarm was reported by the customer with a resettable malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions and assistance to reset the pump, and the customer was informed to continue using the pump and contact support if the malfunction code recurred.